Event description:
The field engineer was unable to replicate the issue. The vta board was replaced and the vta and c-arm were recalibrated. Once this was completed the system was working as intended.

Manufacturer narrative:
As of today, the investigation is still in process. A follow up will be filed as needed.

Event description:
It was reported that the c-arm is not stopping when the rotation switch is released. No injury reported. A field engineer was dispatched to the site.